Event description:
It was reported that the right ventricular (rv) lead was surgically repositioned due to high pacing thresholds and loss of capture one day after it was implanted. A fluoroscopy was performed with no observations of gross dislodgement. The lead was repositioned from the rv apex to the septum. It was noted that the patient was not dependent. No additional adverse patient effects were reported.